Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the safety clip is not in the housing. We decided to report the issue in abundance of spring arm falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of manufacture date# field deem required. This is based on the internal evaluation. #h4 previous manufacture date: 01.08.2022 corrected manufacture date: 02.08.20.22.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the safety clip (which is a part of the mechanical coupling between the spring arm and the main arm) is not in the housing. We decided to report the issue in abundance of caution, due to the possibility of the spring arm falling off into sterile field or during procedure, which, should it occur, may cause serious injury. Based on the information gathered, the device has been repaired after the failure had been established. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to fault of safety circlip. There is no indication if the device was being used for patient treatment at the time when the event occurred. Comparing the install base and the number of complained devices with a similar issue to the investigated one, we conclude that the failure ratio is very low. The root cause analysis was performed by a subject matter expert and it was concluded the mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation, or spring arm replacement during maintenance. As the issue occurred 2 months since manufacture date, it can be supposed the installation was not performed correctly. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. The circlip mounting is critical operation and must be performed in accordance with relevant instructions. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 26th september, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the safety clip is not in the housing. We decided to report the issue in abundance of spring arm falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on 26th september, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the safety clip (which is a part of the mechanical coupling between the spring arm and the main arm) is not in the housing. We decided to report the issue in abundance of caution, due to the possibility of the spring arm falling off into sterile field or during procedure, which, should it occur, may cause serious injury. Based on the information gathered, the device has been repaired after the failure had been established. Previous d4 serial #: 616036 corrected d4 serial #:(B)(6) previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a.

Event description:
On 26th september, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the safety clip (which is a part of the mechanical coupling between the spring arm and the main arm) is not in the housing. We decided to report the issue in abundance of caution, due to the possibility of the spring arm falling off into sterile field or during procedure, which, should it occur, may cause serious injury. Based on the information gathered, the device has been repaired after the failure had been established.